Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a crack on the insulin pump and buttons falling off. Customer declined troubleshooting. The blood glucose reading is 108 mg/dl. Nothing further reported.